Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 500 mg/dl at the time of the incident and current blood glucose was 527 mg/dl. The customer¿s blood glucose was up to 300 mg/dl. The customer was treated with manual injection using pen. The customer reported that they had issues with insulin pump and also reported that they had insulin flow block alarm. The insulin pump and reservoir will not be returned for analysis.